Manufacturer narrative:
The event of stimulation lost/ipg not responding was reported to abbott. The patient had an rfa procedure where the device was not placed into surgery mode. The ipg could not communicate with external devices. Programmer displayed error message "cannot connect to generator. The generator is not responding". Clinician programmer (cp) logs confirmed that the ipg was found in service app mode and troubleshooting attempts to recover the ipg including multiple resets were made by an abbott representative to no avail. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of an unrelated procedure the patient reported having. There is guidance noted in the clinician's manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system.

Manufacturer narrative:
Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had an rfa procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. Programmer displayed error message "cannot connect to generator. The generator is not responding". Clinician programmer (cp) logs confirmed that the ipg was found in service app mode and troubleshooting attempts to recover the ipg including multiple resets were made by an abbott representative to no avail. Surgical intervention may take place at a later date.